Event description:
According to the info received, the pt was noted to have a paravalvular leak "shortly" after implant and, in 1999, reoperation was performed to repair the leak. It was reported the pt's recovery from reoperation was "delayed" for several reasons, including the pt "not cooperating". Subsequently, a paravalvular leak was detected again and, later in 1999, the pt consented to a second operation; however, pt expired two months later, before the second reoperation could be performed. It is unknown if the valve was explanted at autopsy or remains implanted. The co is awaiting transcribed medical records in order to obtain additional info, including the valve's model and serial numbers.